Event description:
As per medwatch number (B)(4) and reporting facility: per mw: a hole in the arterial pressure bubble was noticed after dialysis treatment, blood was returned and a new setup completed. No harm to patient, hole did not reach patients blood. After patient was connected the arterial pressure bubble would not hold pressure. Staff inspected line and found a crack in the transducer line. Blood was rinsed back and line set was saved.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was returned by the facility for evaluation. One sample used was provided by the facility for evaluation. Both the arterial and venous lines were decontaminated before performing testing. The samples were visually evaluated and no nonconformance was observed. The arterial line was attached to a water line and no leakage was observed. The venous line was also tested by attaching a water line and no leakage was observed. The reported defect is not confirmed. The returned product was functionally tested per specification and the reported defect of leakage was not able to be replicated or confirmed. Therefore, no root cause could be determined at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.